Manufacturer narrative:
Device evaluated by MFR.: p elite ous mr 38 x 3.00mm stent delivery system was returned for analysis with the stent protector stuck on the stent. The stent protector was removed distally and stent damage was identified with the proximal row struts stretched proximally over proximal markerband. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-oct-2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 38 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a stent damage.